Event description:
The international customer reported the unit was unable to open the exhalation autozero solenoid during pre-operational testing of the ventilator. If the solenoid malfunctions and cannot open, pressure transducer autozeroing cannot be performed and affects the accuracy of the system pressure measurement. Failure to open the exhalation autozero solenoid during normal ventilation mode operation may result in a vent inop occurrence. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturers service technician replaced the inspiratory module to address the reported problem.

Manufacturer narrative:
Inhalation module.